Event description:
IV pump did not alarm when dose of medication was not being delivered to pt. All system seemed to be working correctly. IV tubing was slightly kinked in machine. The pump should have beeped and flashed on what was wrong. The labor of the pt was prolonged; no adverse affects.